Event description:
It was reported that the pen ndl 32g 4mm hp was not functioning. The following information was provided by the initial reporter: consumer reported finding 1 pen needle that would not attach onto her pen. She feels the non patient end is too short on just this one pen needle.

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. H.6. Investigation conclusion: a complaint history check was performed and this is the 1st. Related complaint for inability to attach as intended on lot # 0287437. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is user related. The non patient end of the cannula was broken during use of the product by the customer. Based on the above, no additional investigation and no CAPA/sa is required at this time h3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp was not functioning. The following information was provided by the initial reporter: consumer reported finding 1 pen needle that would not attach onto her pen. She feels the non patient end is too short on just this one pen needle.